Manufacturer narrative:
H6 medical device problem code: a150206 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp the sheath kinked after the dilator was removed and the impella could not advance. Implantation of the impella pump was aborted. No patient harm was reported.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.